Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled due to low amplitude and delivered one shock as inappropriate therapy due to noisy signals oversensing. Technical services (ts) was consulted and discussed stored data, with further examination recommended. This device remains in service. No additional adverse patient effects were reported.